Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after resetting, allowing the customer to continue using the pump. Cts advised the caller to call back if any malfunction code recurs, and the caller acknowledged and understood the instructions.